Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found the case was cracked and broken. Technical visual inspection found bottom case was broken. Device evaluation identified an internal short in the cable and that the crystal was loose. The cable assembly, crystal, belt knob, side screw covers, top case, top screw covers, and bottom case cover were replaced. All parameter tests were performed and passed. The cable, crystal, shake/rattle, and final visual inspections were all tested and passed as well. The root cause was undetermined. This type of event will continue to be monitored.

Manufacturer narrative:
The device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion of the device evaluation.

Event description:
Reportedly, post repair, the case was cracked. There was no patient involvement. No additional information is available.